Event description:
It was reported that the atrial lead dislodged. The pacing mode was then reprogrammed to a ventricular only mode. The lead remains in use. There were no complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (std) reviewed noted no anomalies were found.